Event description:
On 10/19/2023, the customer reported to hologic that they were questioning some sars-cov-2 runs, and hologic technical support (ts) reviewed logs from (B)(6) 2023 and identified one sars-cov-2 run, wl (B)(4), which has an increased positivity rate. The customer was using assay lot 531915 on panther instrument sn (B)(6). The worklist in question had 4 positive samples out of 16 total samples tested (25% positivity rate), which is higher than the lab¿s average rate of 5-10%. Ts suggested the customer run blank samples, which all came back negative and ruled out any environmental contamination. The customer then performed monthly maintenance on the instrument and deep cleaned their preparation areas. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The customer confirmed that all valid positive results were initially released to the patients. The customer then reran the samples three times and corrected the results for any samples that had three negative results. The customer was not sure if any patients received treatment based upon their positive result. There were no associated or reported adverse events. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs for the worklist in question. The run was valid with expected rlu values for the controls. Ts suggested that the assay kit used for this run may have been contaminated due to the elevated positivity rate (25%). Customer had already discarded the affected kit. Hologic product applications specialist (pas) reviewed the logs and found no hardware, kinetics, or reagent preparation issues. Pas suggested that the kit or samples may have been mishandled or had low target. Pas could not determine if the sample results were truly from the patient or from contamination. Customer reported that as of 10/31/2023, their runs are now back to a normal positivity rate for their lab. Based upon their review of the information, they believe there was a carry-over event during pipetting of the samples that could have contributed to the elevated positivity rate. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.